Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple new users were unable to login. A technical support specialist (tss) referenced the attached ka (es 1.6 ids - multiple domain users unable to authenticate) as a configuration guide. Customer reported that several new users were unable to log in, receiving an "unable to authenticate" error. Tss reviewed all relevant settings, corrected the password, and saved the updates in pes. Restarted the carefusion active directory synchronization service. Followed up with the customer after a few days of monitoring; issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had multiple users were unable to login. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.